Manufacturer narrative:
(B)(4).

Event description:
The pump's actual residual volume was greater than the expected volume at a "normal scheduled refill date." Specific volume amounts were not reported. Additional info has been requested, but was not available as of the date of this report.